Manufacturer narrative:
Samples are collected in 13x100mm serum tubes with a gel separator and centrifuged for ten minutes at 3000 rpm at room temperature. Qc was within the customer's established ranges prior to the event. Routine system checks are performed after each 10,000 test maintenance procedure is performed. System checks have passed within instrument specifications. A field service engineer (fse) went on-site and performed a preventive maintenance (pm). A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding higher than expected tsh results generated by the unicel dxi 800 access immunoassay system. Subsequent testing produced results within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.